Manufacturer narrative:
(B)(4). Batch # t5ah2a. Device evaluation summary: the analysis results found that the tlc55 device (a) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,it was reported that: leak intervention. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. The analysis results found that the tlc55 device (b) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: can more information be provided about the staple line at the point of the leak? The leak appeared at the crotch of the side to side anastomosis. Was there any evidence of tissue necrosis? None. How was the common channel of the anastomosis closed (hand sewing, linear stapler, etc.)? Linear stapler. Was the leak identified in the common channel or where the enteroenterostomy was closed? At the crotch of the common channel. Does the surgeon believe the postoperative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition given that the leak occurred 15 days postoperative? Unsure what caused it. Patient had typical comorbidities of bladder cancer patients. Anastomosis was performed in the same manner as I have for 15 years. What is the current status of the patient? Patient has had an extended stay in rehab.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Bladder cancer for this patient. Patient underwent radical cystectomy with urinary diversion (ileal conduit). What color reloads were used and what was the sequence of the firings? Blue reloads. Initial fire + 2 reloads. What anatomical structures was the device fired on? Small intestine (ileum). Were other stapling or suturing devices used when creating the anastomosis? Ta stapler and silk suture. Were there any issues experienced with the device in the initial surgical procedure? None noticed. Was the device difficult to fire? No problems firing the stapler. How was the post-operative leak identified? Enteric contents from drain. How many days post-op was the leak identified? 7 days for this patient. What was done during the second surgery? This patient had abdominal washout, handsewn bowel anastamosis, re-anastamosis of ureter to ileal conduit. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. What is the current status of the patient? This patient is currently in rehab and has had a prolonged hospitalization.

Event description:
It was reported that the surgeon had used the device in question in a radical cystectomy surgery on the patient for an anastomosis and later the patient presented with an anastomotic leak. A second surgery was required to address the issue.